Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. Product ID 37761, serial# (B)(4), product type: recharger. Analysis determined that the connector was broken on the desktop charger (s/n: (B)(4)). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had difficulty getting the implantable neurostimulator (ins) to function. It was noted that it ran out of power and the patient could not get it to charge. It was noted that the patient last recharged last night for a partial charge. It was noted that recharger was not charging. It was noted that the connector pin just come out and it was in the recharger. It was noted that patient could put the plastic sheath over it again and put some pressure on it and the screen would come on. It was noted that the patient saw the recharge recharger screen. It was reported that there was a broken connector pin. It was noted that the anomaly appeared to have occurred through product use. It was noted that no patient harm was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.